Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary:the catheter exhibited a twist immediately distal to the proximal balloon bond. The balloon material was wrapped tight over the inner shaft at the proximal cone. The balloon body exhibited a twist in the proximal half. The balloon exhibited a puncture.

Event description:
This procedure was performed in (B)(6). The physician could not deflate the nanocross balloon after inflation. As a result, the physician performed a direct puncture on the balloon to remove it. No patient injury.